Event description:
Cna was transferring pt from w/c to bed and caught left leg on deck of bed. Side of bed was inspected for sharp edge. At each joint were deck bends. There are sharp edges. "Maintenance staff pad joint on pt bed".